Event description:
Client in for adverse event and removal of iud that had been in place approx 1 1/2 yrs. Iud was put in - in another country. (Client info). Removal of iud without problem, using ring forceps with gentle steady traction iud removal - looked like a "t" with possible part retained if present with insertion. Referred to medical director for f/u. Appt made.